Manufacturer narrative:
A ge service representative performed an on site investigation. The broken key switch was verified and was replaced. Also found batteries depleted and battery pack was replaced. Could not duplicate no boot issue. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600's interlock key switch was broken and that the system would intermittently not initialize. There was no adverse patient involvement reported. There was no pt info reported.